Manufacturer narrative:
No part was returned to the manufacturer for analysis. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation system being used during a soft tissue ablation (neuro). It was reported that the device catheter came completely out of the bolt while the patient was being set up in mr. The catheter depth was ~85mm. Anesthesia was setting up and it looked like the ¿accordion¿ tubing that went from the machine to the et tube brushed over the catheter and either the weight or the small movement of the tubing caused the catheter to come out. It was fully in, and then out. No quick or rough actions were observed. Bolt was not disturbed. Patient was transported back to or, draped, and another vclas was inserted through the same bolt as the first one. No adverse effects were observed from the removal or second insertion. Transport back to the or and then back to mr added about 20 minutes to the procedure. Both vclas¿s and bolt were thrown away by the customer. This event occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Correction: reported event updated to an adverse event as the patient was exposed to a second unintended pass with the catheter. A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The reported issue was reviewed by medtronic personnel. The reported issue was found to be a use error as the site removed the disposable from the patients skull. It was noted that there was no allegation of failure or deficiency against the ablation system and catheter.